Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, the patient not being connected to the setup when therapy was initiated is a known cause of this alarm. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device, provides step-by-step instructions for when and how to connect to the disposable set. The guide also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in set / line) occurred on the homechoice (hc) device during initial drain. The home patient (hp) was connected at the time of the alarm. The hp informed the technical service representative (tsr) that they started initial drain in error. The hp stated they then connected themselves to the patient line and received the alarm. The tsr explained the alarm and instructed the hp to cycle the power on the hc to clear it. The tsr reviewed proper procedures with the hp and advised the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.